Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in an excellent condition. During analysis, the reported issue was unable to be duplicated. Service will perform a full preventive maintenance and all functional tests to pass. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump failed accuracy (-16.15%). No patient was involved in this event. No adverse effects were reported.